Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3834 with lot cpcbhy, conformed to the specifications when released to stock on the 14th march 2013. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Patient went into surgery for a vp shunt revision. The surgeon explanted the valve, which will be sent in for evaluation, and replaced with a new valve. The surgeon would like codman to evaluate the explanted valve. The hospital sent the valve to it's decontamination process and then gave the explanted valve to the rep several weeks later.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.